Event description:
Following a stent procedure, a pt had an angio-seal device placed, and hemostasis was achieved. However six hrs following the procedure while walking, the pt experienced pain and cramping in her procedural leg. A hematoma began to form and manual pressure was immediately applied, followed by placement of a femostop device. An ultrasound was performed, which was negative. The next day the hematoma was still present and noted to be semi-hard. The pt was discharged home.